Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting treatment procedure, balloon deflation difficulties occurred. The physician was treating a stenosed (not totally occluded) 9mm lesion located in the mildly tortuous and non-calcified, 7 to 8mm in diameter, left common iliac artery (cia). Vascular access was obtained through the left femoral artery. The lesion was not pre-dilated. An 8.0x60mm express ld was implanted in the lesion. This 8.0x60x75cm express ld stent was then advanced without resistance and implanted overlapping the other express ld stent by approximately 1cm. The physician was attempting to post-dilate the second 8.0x60x75cm express ld stent with the stent balloon, but encountered difficulties. The stent balloon only partially inflated and began to lose pressure. The stent delivery system was removed from the patient as a unit with the balloon in a partially deflated state. There was no difficulty removing the balloon from the stent or resistance reported during withdrawal. The stent balloon from the first express ld stent was then advanced and used to post-dilate the stent. The final result the stents were well positioned and well apposed. There were no reported patient complications. The patient status is listed as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the stent. Examination of the device found that there wasn't any damage to the shaft of the unit. The balloon was slightly inflated with air and not folded or wrapped around the shaft of the device. It was not possible to see a clear impression of where the stent was originally crimped due to the balloon having been slightly inflated. The device was attached to an inflation unit and an attempt was made to inflate the device to its rated burst pressure when a leak was noted. A microscopic examination of the balloon material revealed a pinhole leak located 3mm proximal to the proximal edge of the distal markerband. The device was passed along a 0.35" guide wire with no restriction noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting treatment procedure, balloon deflation difficulties occurred. The physician was treating a stenosed (not totally occluded) 9mm lesion located in the mildly tortuous and non-calcified, 7 to 8mm in diameter, left common iliac artery (cia). Vascular access was obtained through the left femoral artery. The lesion was not pre-dilated. An 8.0x60mm express ld was implanted in the lesion. This 8.0x60x75cm express ld stent was then advanced without resistance and implanted overlapping the other express ld stent by approximately 1cm. The physician was attempting to post-dilate the second 8.0x60x75cm express ld stent with the stent balloon, but encountered difficulties. The stent balloon only partially inflated and began to lose pressure. The stent delivery system was removed from the patient as a unit with the balloon in a partially deflated state. There was no difficulty removing the balloon from the stent or resistance reported during withdrawal. The stent balloon from the first express ld stent was then advanced and used to post-dilate the stent. The final result the stents were well positioned and well apposed. There were no reported patient complications. The patient status is listed as "stable". This product is only ous approved but it is similar to an approved us device.